Event description:
Patient with nonclearing diabetic vitreous hemorrhage and active proliferative diabetic retinopathy. A vitrectomy was performed and peripheral dense blood was removed from the inferior peripheral retina and the inferior pars plana with assistant scleral decompressing. Indirect laser was used to treat the peripheral area as well as areas not previously treated. Using a power setting of 300 milliwatts and pulse duration of 400 milliseconds, 180 spots were placed in a panretinal fashion. At that point, the cannulae were removed but is was noted that the inferior superonasal cannula was harshly out and had broken and a portion of the cannula was broken off. The conjunctiva was opened superonasally and it was felt that the cannula might be visible during the sclerotomy. Attempts were made to remove it, but it disappeared. Indirect opthalmology did not reveal it to be in the eye although the area was partly obscured by cortical material.it was decided that the safest thing to do would be to leave it, not knowing for sure that it was in the eye and also because it would have been difficult to remove from the pars plana area. The sclerotomy was closed with a 1-0 vicryl. The conjunctiva was then closed with the same suture. The eye was restored to normal tension by injecting balance salt solution into the anterior chamber. Two milligrams of decadron and 100 mg of ancef were injected subjuntivally followed by a drop of 1% atropine and a strip of tobradex ointment. A double patch and shield were applied. The patient tolerated the procedure well and was returned to the recovery room in good condition. This is the first problem with this device.